Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did 4 sutures break during the one c-section procedure? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mp2675, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 4 sutures break during the one c-section procedure? Events reported via medwatch # 2210968-2019-84690, 2210968-2019-84691, 2210968-2019-84692, 2210968-2019-84693.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device was used to complete surgery. There were no adverse patient consequences reported.